Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The received screwdriver bit was visually inspected in we can see that the helix thread is completely deformed, and the crest of the thread is completely distorted it is flattened up which is caused by to application of excessive force which is in a torsional manner which will be caused while improper insertion of bit inside the sleeve and hitting. Furthermore, a hardness test according to rockwell on the returned item shows the material being by the values in the material specification. A review of the device history for the reported lot did not show any abnormalities. No corrective actions are needed currently. A review of the labeling did not show any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation root cause can be attributed to user related as there are signs of application of excessive load. If any other information is provided, the investigation will be reassessed.

Event description:
As reported: "orif using t2 alpha gt nail was performed for the patient with left femoral shaft fracture. The advanced locking screw was stuck when it was passed the screw hole of the nail. The surgeon attempted to remove the screw by the screwdriver. However, it became difficult to remove because the screw head got stripped. Thus, the surgeon tried to remove the screw again by using the screwdriver with the self-retaining screwdriver sleeve. But the driver was broken during use maybe because the load was applied to the driver during removal attempt. The driver and the sleeve were changed, but same issue (break of another driver) happened. Finally, by hitting the screw with a hammer and pushing it in, the screw advanced to proper position and the fixation of the nail was completed somehow."

Event description:
As reported: "orif using t2 alpha gt nail was performed for the patient with left femoral shaft fracture. The advanced locking screw was stuck when it was passed the screw hole of the nail. The surgeon attempted to remove the screw by the screwdriver. However, it became difficult to remove because the screw head got stripped. Thus, the surgeon tried to remove the screw again by using the screwdriver with the self-retaining screwdriver sleeve. But the driver was broken during use maybe because the load was applied to the driver during removal attempt. The driver and the sleeve were changed, but same issue (break of another driver) happened. Finally, by hitting the screw with a hammer and pushing it in, the screw advanced to proper position and the fixation of the nail was completed somehow."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.